Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check

Manufacturer narrative:
Device serial number corrected and updated per further information from the distributor.